Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reporting on behalf of relative (wife). Customer reported 2 false negative results using cue covid-19 test for home and over the counter (otc) use. (See related case case (B)(4) for additional reported false negative result). This report is for 1 false negative result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 19741f, cartridge sn(B)(4), and cue reader sn (B)(4). The individual tested positive for covid-19 with an unspecified rapid test and detect covid-19 molecular test, test dates are unknown. The individual had body aches, fever, and a sore throat. The customer confirmed the test cartridges were stored according to the package insert. The customer stated the individual would test via pcr test but was unresponsive to attempts to collect addition information such as pcr result, test date, and brand.

Manufacturer narrative:
Correction to h10: correcting from "false positive" to "false negative" in h10 of initial MDR. Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis.